Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastric septation during entero-entero anastomosis, the device did not fire. The surgeon was able to pressed the green button but unable to squeezed the handle. A new reload and handle were used to complete the procedure. There was no patient injury.